Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7151185. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. Tingling sensation in left big toe and right foot with increased intensity was noted. The patient underwent an explant procedure. No further information has been obtained.